Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary appeared offline in health sight viewer and patient order failed to communicate. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had appeared offline in health sight viewer (hsv) and patient order failed to communicate. The technical support specialist (tss) had connected remotely, launched the hsv report, and conducted an investigation. However, the system communicated properly, and no issues were found. The tss updated the case for closure and no information was provided on how the issue was resolved. The system functioned as intended after the issue was resolved.